Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during precheck it was observed that the motor device was "overheating." The motor device was not used during surgery. There was no delay in surgery as a identical spare motor device was available. No injuries or medical intervention were reported. No additional information is available.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).